Manufacturer narrative:
Field service engineer (fse) was dispatched to the customer site. Fse cleaned flowcell, replaced multiple hardware parts chloride electrode, electrolyte injection cup (eic) and interconnect pcb (valve intercon board) to resolve the issue. Instrument resumed operation. (B)(4).

Event description:
The customer reported the unicel dxc 600 pro synchron system generated erroneous sodium (na), chloride (cl), carbon dioxide (co2) and calcium (calc) results. Erroneous results were reported outside of the lab out and later it was amended. No change in patient treatment reported. Customer reported qc recoveries were within the lab established ranges before the event.